Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume intermate under infused. The device was filled with 750mg vancomycin diluted in 100ml 0.9% sodium chloride. The device ¿took approximately over 3 hours to infuse¿. The device was ¿left in a cold sitting room after removal from the fridge¿. The device did not have any issues with priming. All clamps were open for the infusion and no kinks noted. The PICC line flushed easily and had good blood flashback. The device was at the same height as PICC line for duration of infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.